Event description:
It was reported that the patient was in the hospital for unrelated reasons. Interrogation of the device with a programmer noted that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Out of range impedance measurements were reproduced with testing in bipolar configuration. A lead fracture was suspected. The pacing configuration was reprogrammed to unipolar and the patient was referred to their cardiologist for further follow up and ongoing monitoring. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was seen for in clinic follow up. It was noted that this lead exhibited noise and increased threshold measurements. A lead insulation issue and fracture was suspected. The physician reprogrammed the lead to unipolar pacing and sensing. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital for unrelated reasons. Interrogation of the device with a programmer noted that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Out of range impedance measurements were reproduced with testing in bipolar configuration. A lead fracture was suspected. The pacing configuration was reprogrammed to unipolar and the patient was referred to their cardiologist for further follow up and ongoing monitoring. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.